Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that ¿some of the detached leads¿ referred to ¿a part of the fractured lead¿ and that this remained in the patient. It was noted that the decision to leave the lead fragment in place was made after considering both the risks of removal and disadvantage of not removing the fragment. No further actions were planned to address the lead fragment that remained in the patient. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a275 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that the lead placed at the c2 level was completely severed and fractured. An x-ray was performed. Contributing factor was a possibility that the lead was worn and severed due to neck movement. The lead will be removed and replaced on (B)(6).

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# unknown, implanted: explanted: (B)(6) 2025, product type: lead. H3 device evaluation: analysis of the returned 74.1cm proximal lead segment found that there was category 1 degraded insulation (mio), conductor 2 was broken in the electrode area 73.2cm from the proximal end, conductors 0 and 1 were broken in the electrode area 74.1cm from the proximal end, conductors 4 and 3 were broken in the electrode area 71.8 cm from the proximal end, the outer insulation was cosmetically cut, there were suspected body fluids observed in the lead, the braid protrudes through the insulation, the stylet coil was broken 74.1cm from the proximal end, insulation was broken under electrodes 3 and 2, the distal tip was missing, the distal end of the lead was discolored with green discoloration, the lead was broken 74.1cm from the proximal end, electrodes 1 and 0 were missing with the distal end that was not returned, there were no shorts between circuits, but circuits 0-4 were open with conductors broken 81.8-74.1cm from the proximal end, and the outer insulation was broken; the lead was broken and segmented 74.1cm from the proximal end. D9 and h3 refer to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the lead was replaced as planned on (B)(6). When asked if the event resolved, it was noted that some of the detached leads are left in the body.